Event description:
It was reported an infection was present at the ipg site. In turn, the patient had their system explanted on an unknown date. Patient was prescribed oral antibiotics and the infection was resolved.